Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a severely bent grip tip. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. There was a 1.36mm offset at the tip. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the clip applier did not hold the clip properly and did not close completely. Clip fell off / out. The instrument still has 77 charges. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the incident with the clip applier occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was that the clip did not close, but after changing the clip applier, clip application proceeded without problems. The specific issue the surgeon experienced was that the clip could not be applied as it did not close, despite the clip being correctly placed in the applier with no tissue in between. A new clip was tried. The issue was not related to unexpected motion of the clip applier during the attempt to clip, as the function initially appeared normal and movement was not restricted. The issue was related to unsuccessful clip application, specifically incomplete closure of the clip. The issue was resolved by opening a new clip applier. No photos or videos of this event are available for review.